Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. Customer representative advised that, the person who operated the device was never trained and also feels that their team needs additional training since they burned a patient. There is no allegation of device malfunction, nevertheless, the service engineer visited the facility for verification that the device is in proper working conditions on december 20. Service engineer reported: "calibrated unit, verified power and convergence at .5w increments 1-10w, 5w increments 10-40w. Scanner verified and calibrated. Alignment verified and tested. Preventative maintenance performed per lumenis specifications. Unit tested and operational; ready for customer utilization." Device malfunction wasn't the suspected cause of the adverse event. By 28th day from opening of the complaint clinical evaluation (pi) wasn't performed yet, so lumenis reported this event in an 'abundance of caution' on (B)(6) 2021, because there were no additional information regarding the system that could help to understand the root cause of the adverse event. On (B)(6) 2021, lumenis clinical director have sent a pi and concluded: I received a text message from a provider on (B)(6) 2021 along with a picture of a patients chest. During a subsequent telephone message approximately 10mins after the text I spoke to the owner of the med spa timeless laser . (B)(6) , was notified by her staff that a patient may have an adverse event. The treatment was on (B)(6) 2021, the patient was treated by a employee that was never trained by lumenis and had been working with the company for aprox. 2 weeks. The device was the acupulse fractional co2 . The patients face and chest were treated on the combo mode at 7.5mj 5% density deep, 50mj 40% density superficial. The owner reported that the patients face was healing well and pictures of her face were not sent. The owner was uncomfortable with the healing of the patients chest and therefore the patient was sent to her medical director. The patient also admitted that she went into the emergency department over the weekend. (B)(6) reported to me that the medical director felt that the initial reported superficial setting were not used and that deep settings as reported above must have been used. Initial medical treatment included topical neosporin and a medrol dose pack. An adverse event form was mailed out the same day and the complaint handling unit was notified. This is user error. The person that performed the c02 treatment was not treated by a lumenis trainer and it is unclear if she had ever worked with this laser before treating this patient. Lumenis always cautions treatments with fractional co2 off face. The treating person used the same settings on the face as on the patients neck and chest and did not understand the importance of caution when providing this treatment. I have stayed in communication with the owner. She feels that patient is doing much better. Lumenis is following up with additional training. Possible effects are healing delay ,hyper ,hypo pigmentation. The severity of the adverse event is low and ranked at 5 from 10. According to the information received there was no device malfunction, but there was a user error based on insufficient training of the customer's personnel. Based on risk file rd no.:1148040_t_acupulse family risk analysis matrix (par.#6.7) ,misuse of co2 laser on tissue (contraindication), when the operator is not sufficiently familiar with co2 laser and its contraindications, can lead to mistreatment, but this risk is within the acceptable limits. Finally the hazard severity was rated as minor injury and therefore this case was determined as non-reportable. Since additional significant information become available, lumenis updated complaint record accordingly and also submitted a follow-up medwatch report.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. Customer representative advised that, the person who operated the device was never trained and also feels that their team needs additional training since they burned a patient. There is no allegation of device malfunction, nevertheless, visiting of the service engineer for verification that the device is in proper working conditions was scheduled for (B)(6) 2020. Since the customer claims that, the operator of the device was never trained and also feels that their team needs additional training, we are assuming that the reason of the adverse event is an user error caused by improper treatment. Lumenis could not evaluate the rate of injury because we have not received yet the report from clinical director, due to lack of information (no process investigation form received), lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn in chest area following treatment by acupulse device ga-0000070:(B)(4). The device was installed on (B)(6) 2021.